Event description:
The customer received questionable free thyroxine (ft4) results on their e-module. The customer provided data for 37 patients. One patient was reported on medwatch with (B)(6), one patient was reported on medwatch with (B)(6), and 28 patients were reported on medwatch with (B)(6). One patient with discrepant results reported outside the laboratory was reported on this medwatch. The customer received complaints from doctors that the ft4 done on the modular system are often too high. The customer repeated the samples using an abbott architect analyzer. The units of measure were not provided. The patient's initial ft4 result was 1.98. The repeat result was 1.43. There were no adverse events. The ft4 reagent lot number was 164 384 and the expiration date was not provided. The patient's sample was investigated for interference with ruthenium-labeled (ru-labled) ft4 containing a modified conjugate. No interfering factor to the ru-label was identified.

Manufacturer narrative:
This event occurred on (B)(6).

Manufacturer narrative:
One sample from the patient was provided for investigation. No interfering factor to the ruthenium label was identified. The result could be reproduced and was considered correct. No specific root cause could be identified with avaialble testing methods. No adverse events were reported.